Event description:
It was reported that the patient felt symptomatic and was hospitalized because the device reached elective replacement indicator (eri) and it switched pacing behavior to single chamber fixed rate (vvi 65). The device was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407652 implantable pacing lead (B)(6) 2005; 407658 implantable pacing lead (B)(6) 2005. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.